Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements of 127 ohms. Technical services (ts) was consulted, and increasing the alert threshold to 150 ohms was recommended. No adverse patient effects were reported. This system remains in service.